Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose at the level of 54 mg/dl. Customer was treated with food. Customer declined troubleshooting for low blood glucose. Customer current blood glucose is 80 mg/dl. Customer was advised a replacement sensor will be sent. Device is not expected to be returned for analysis.